Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that the tip of the guide wire had separated and it was found in the guiding catheter. There was no intervention as the tip was removed from the pt still in the guiding catheter. No info was provided in regard to how or when the guide wire separated. There was no pt injury. No additional event or pt info is available.

Manufacturer narrative:
Results: quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation completion. Eval summary: quality assurance analysis revealed that the guide wire was returned without blood or contrast visible. The core was separated at the proximal solder. The tip coils were not returned. There was no other damage noted to the guide wire. The guide wire was sent to scanning electron microscopy (sem) lab for further analysis. Quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation completion.